Manufacturer narrative:
The device was evaluated on-site by an olympus field service engineer (fse), and later returned to the repair center. The customer¿s allegations were not confirmed in either evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a loss of auto focus, and the image was discolored while using the hd autoclavable camera head. The issue occurred during preparation for use, and the therapeutic procedure (abdominal surgery) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we were unable to identify the root cause of this event. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.